Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203, f2201. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side "folds, waves, rotation, change in color, capsular contracture baker grade IV, very hard consistency, deformed and tender to the touch." The device has been explanted and replaced.

Event description:
Capsule analysis later observed largely calcified fibrous shell and calcified periprosthetic capsules.